Manufacturer narrative:
Insulin pump was received with unresponsive all the buttons due to moisture damage on electronic assembly. No stuck button error alarm noted during testing. Unable to perform functional testings due to unresponsive buttons. The device was received with corroded battery tube. No moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call the insulin pump alarmed stuck button and unresponsive. The customer¿s blood glucose was 9.3 mmol/l at the time of incident. Stuck button troubleshooting was performed and customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and confirmed that it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.